Manufacturer narrative:
Device investigation narrative - this device is used. It was returned with t1, t2 and suture but separated from the delivery needle. T1 has been collapsed from being pulled back through tissue. The depth limiter is attached and trimmed. It also has puckering and creases at the distal tip which indicates force. The needle is extremely bent, bowed and twisted. It shows signs of aggressive use. The device no longer cycles or actuates due to disfigurement. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no manufacturing issue found to support the complaint. No further investigation is warranted.

Manufacturer narrative:
(B)(4)

Event description:
Both t1 and t2 deploy at the same time. It is unknown if a backup device was available or if there were any delays reported. No patient injuries were reported.